Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Due to the amount of time elapsed, rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide further provides sufficient information regarding troubleshooting of system alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional review regarding alarm recovery and rinseback procedures. Nxstage medical considers this report closed. No additional information will be provided.